Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot gd880799 and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous report by a healthcare professional from (B)(6) of (B)(6) in (B)(6) female patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies. On (B)(6) 2011, the patient began treatment with dianeal pd4 ultrabag and on (B)(6) 2011, the patient began daily treatment with extraneal viaflex (dosages, frequencies and lot numbers were not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The nurse stated that on (B)(6) 2011, the patient experienced (B)(6) as manifested by a cloudy bag. On (B)(6) 2011, the patient was treated with ip vancomycin and ip gentamycin (doses not reported). In (B)(6) 2011, treatment with antibiotics was stopped. One dose of ip vancomycin and two doses of ip gentamycin were given prior to being discontinued. On an unknown date in (B)(6) 2011, the peritoneal effluent was clear. Dianeal and extraneal therapies were ongoing. On (B)(6) 2011, the patent presented with a cloudy bag. The healthcare professional stated that the event of (B)(6) was related to extraneal therapy. Follow-up information ((B)(6) 2011): on (B)(6) 2011 the patient was treated with ip vancomycin and ip gentamycin (doses not reported). On (B)(6) 2011, extraneal therapy was withdrawn. Dianeal therapy was ongoing. On an unknown date in (B)(6) 2011, the peritonitis resolved. The nurse stated that she was unsure whether the event of (B)(6) was related to extraneal therapy because the patient's allergies were unknown. An opinion of causality was not reported for the event of peritonitis with regards to dianeal therapy.